Event description:
Customer reported that an unspecified malfunction occurred. Blood glucose level at the time of the issue was reported as 122.4 mg/dl, which is within the normal range. Technical support arranged to replace the pump, provided instructions on using backup insulin therapy through multiple daily injections (mdi), and guided the customer on preparing the pump for return.